Manufacturer narrative:
The complaint kit, smart card and customer provided photographs were returned for investigation. A review of the data recorded on the smart card shows the treatment was aborted by the operator after 180 ml of whole blood had been processed. Review of the customer provided photographs verify the pump tubing organizer (pto) leak as blood is seen leaking from the y-connector inside the pto. The returned pto was pressure tested to check for leaks and a leak was verified at the y-connector where the plasma line is bonded to the port. Further examination of the y-connector found a sink in the y-connector bond socket. A material trace of the components used to build kit lot h352 found one related non-conformance. The related non-conformance was associated with y-connector lot # 71831 which involved a leak identified at the same location during lot release testing for a different kit lot. A review of all pto leaks documented in mallinckrodt's electronic complaint database did not identify any similar occurrences associated with y-connector lot # 71831. The root cause of the leak was determined to be a weak solvent bond due to a sink in the y-connector bond socket. A device history record review for kit lot h352 did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the pto leak was most likely a weak solvent bond due to the sink in the y-connector bond socket. No further action is required at this time. This investigation is now complete. (B)(4). 31-mar-2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pto leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h352 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h352 for the reported issue shows no trends. Trends were reviewed for complaint category, pto leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs are still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 180 ml of whole blood was processed at the time the leak occurred. The customer reported the leak appears to be coming from the connection where the treatment bag tubing is located. The customer aborted the procedure and did not return residual blood within the kit to the patient. The customer reported the patient was stable and started a new treatment. The customer has returned the kit and photographs for investigation.